Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient reported they haven't been able to charge implant since the implant. Pt has bandage still on implant site so patient services (ps) asked if hcp had given them any instruction and they said that the hcp showed them how to charge but that is it. Pt said "its not working at all right now" and says its because they cant charge stimulator. The patient was redirected to their healthcare provider to further address the issue. Ps reviewed we don't recommend charging an unhealed wound, and to follow up with hcp for further direction. No symptoms were reported. Patient reported they tried everything and they wouldn't charge because the battery fried in back. Pt said they had to go for emergency surgery and had the device taken out because it fried in their body and pt got 3 jolts from it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.